Manufacturer narrative:
Sample collection and storage information was not provided. The customer noticed qc recovery fluctuating within the established ranges over a couple of days. The customer suspected that the dilution occurred as a consequence of diluent pooling that was observed on the tops of the control vials and the specimen tube after the tubes were cycled on the act5 diff instrument. The field service engineer replaced the sample aspiration syringe because it showed some wear. The customer indicated that the issue has not reoccurred since the instrument was serviced for this issue. Root cause for the fluid on the tubes and the specimen dilution is unknown, but is most likely related to the sample aspiration syringe that was replaced during instrument servicing subsequent to this event.

Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter act 5 diff cp hematology analyzer diluted controls and one patient sample so that the repeat testing on an alternate instrument (coulter lh500 hematology analyzer) produced lower rbc (red blood cell), hgb (hemoglobin), and plt (platelet) results. The erroneous results were not reported out of the laboratory. The patient sample was used only to troubleshoot the issue, and the results were never intended to be reported out of the laboratory. The customer indicated that controls also showed some downward trending of the results. There was no death, injury, or change to patient treatment associated with this event. There was no report of exposure of the fluid to mucous membranes or open wounds.